Manufacturer narrative:
If any additional relevant information is provided, a supplemental report will be submitted. (B)(4).

Event description:
Double-balloon endoscopy was conducted on a patient with crohn disease. While the endoscope was being pulling out, a laceration was found in the lower ileum. After clipping under endoscopy, an artificial anus was created by emergency surgery. The patient has already been discharged. Per the endoscopist, since the patient had crohn disease, the intestinal wall was rigid and fragile. It is probable that friction with the insertion part of the scope led to the laceration.